Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor leads presented to the hospital due to infection of the device pocket as instructed by another health care provider. A revision procedure was scheduled to explant the patient's system. No additional adverse patient effects were reported. This system remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this pacemaker and associated competitor leads were explanted. No additional adverse patient effects were reported.